Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed alert was found in connection to the reported allegation. The reported event of "pair new transmitter" message. Is reportable based on the finding of a transmitter failed alert. No injury or medical intervention was reported.